Event description:
It was reported that a malfunction occurred on the pump with a code displayed as malf 9, but no notable events took place prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The customer was assisted with resetting the pump by technical support, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.